Manufacturer narrative:
Investigation summary: 251267-mold, lot#1152019. The complaint was confirmed as the reported defect on a returned sample. The issue was contamination. No issue in device history record. No issue in retention sample. No trend bd quality will continue to monitor for trend. OEM manufacture: the manufacturing location for this product is fukushima. This site is an OEM manufacturing site. (B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton chocolate agar catalog number 221802 which has 510k number k760459.

Event description:
It was reported that while using plate chocolate ii agar 100 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer found mold in the unused media."